Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the remote manager had loose cables. A field service engineer reconnected the med cart cable to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager had failure, causing delays in dispensing the medications. There were no adverse events or injuries reported based on this event.